Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup an ophthalmic system suddenly shut down as the power cord was not properly inserted. No patient impact was reported.

Manufacturer narrative:
. The company representative able to resolve the reported event (remotely with the customer.) The customer checked the electrical connections and found that there was an issue between the power line connection and the power cable. The customer unplugged it and then plugged it back in to resolve the issue. The system proceeded to perform as intended. Based on the information obtained, the root cause of the reported event is attributed to an issue between the power line connection and the power cable. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to an issue between the power line connection and the power cable. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).